Manufacturer narrative:
One (1) used. List #mc33038, 7" was returned for evaluation. As received, no physical damage or abnormality, only an unknown solution residual was observed. No mating device was returned for evaluation. The returned set was tested as per procedure and no anomalies, occlusions, or leaks were observed. The female and male luer were found to be iso compliant. Complaints of backflow of fluid can be confirmed, based on the unknown solution residual. However, without the return of the used mating device, a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device has been received for evaluation, however, investigation is not yet complete.

Event description:
The event involved a to 7" (18 cm) appx 0.30ml, smallbore pressure infusion (400psig), ext set w/remv microclave® clear, purple clamp, luer lock, non-dehp tubing where the customer reported that the patient rang call light and stated that her IV site was leaking blood. The nurse entered the room and removed sterile cover; the IV site was not leaking but it was noted that the blood was coming out of the top part of the j-loop. The nurse checked to make sure that the j-loop was tightened all the way, and it was. The j-loop was replaced, the area was cleaned and dressing was replaced. The event occurred in the emergency department during patient use; the product was in contact with bodily fluids and was not in contact with a hazardous agent. There was patient involvement but harm was not reported as a consequence of this event.